Event description:
Boston scientific received information that one day after implant the right atrial lead exhibited loss of sensing in bipolar and loss of capture. An x-ray revealed that the lead had dislodged and was dangling from the helix. The ra lead was successfully repositioned with no further issues. No additional adverse patient adverse patient effect were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.